Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned a 19mm stented aortic pericardial valve was explanted after an eleven (11) year implant duration due to stenosis. Through investigation and review of medical records, it was learned, this (B)(6) y.o. Female patient had a medical history of congestive heart failure, subaortic stenosis, recurrent left ventricular outflow tract obstruction secondary to hypertrophic obstructive cardiomyopathy, atrial fibrillation and hypercholesteremia. Post-cardiac catheterization, patient developed asystole. The patient¿s high risk re-do avr was complicated by an intra-operative asystolic arrest post-anesthesia induction. The explanted edwards valve, noted to have ¿suffered deterioration,¿ was excised and replaced with a 21mm trifecta prosthesis. The patient required ECMO support post-avr for right ventricular failure. She had multiple additional procedural complications. Despite intervention, the patient developed progressive multi-system organ failure. Care was withdrawn and the patient expired four days post-op.

Manufacturer narrative:
Evaluation summary: as received, leaflet 3 was cut from the valve stent. Heavy calcification was observed in the cusp areas of leaflets 2 and 3. The free margin of leaflet 1 exhibited minimal calcification, free margin of leaflet 2 exhibited minimal to moderate. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Calcification could have restricted mobility in the leaflets and led to stenosis. Leaflet 1 had a tear at commissure 1, tear measured approximately 5 mm in length. Leaflet 2 had 2 holes in the cusp area, holes measured approximately 4 mm x 2 mm and 5 mm x 3 mm. Calcification was observed near the regions of the tear and holes. X-ray. Additional manufacturer narrative: the report of aortic stenosis was confirmed through evaluation of the subject device. It appears the calcification on the prosthesis caused the patient's stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It was also reported that the patient expired from complications approximately four (4) days postoperatively. There have not been any allegations that the edwards valve caused or contributed to the patient's death. No further actions are possible with the available information.